Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was heart attack as the main artery in their chest raptured. The caller stated that the customer had diabetes since age (B)(6) that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was throwing up and it's possible that their blood glucose levels were high, but caller is unsure. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.